Event description:
Rptr complained that the disposable external pacing electrodes for physio-control's defibrilliator no longer contain an expiration date. He provided two units, one with an expiration date and a newer, more recent packet without an expiration date. On 4/4/97, investigator spoke with quality assurance audit manager, during an inspection of physio-control corp, regarding this complaint. Mgr stated that the firm had revised the label on the quick-pace electrodes in january 1997 in preparation for int'l mktg. The change to labels included an hour glass symbol which is the int'l symbol for expiration date. The expiration date on the new label now consists of a four digit year followed by a two digit month.